Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported a high sensor reading of 100 mg/dl with the adc freestyle libre sensor, compared to a reading of 40 mg/dl the built-in reader. The customer experienced symptoms of confusion, "unstable", and seizure. The caregiver treated the customer with 2 glucagon injections and called emergency services. A paramedic meter reading of 110 mg/dl was obtained post-glucagon treatment, and no further treatment was given. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a high sensor reading of 100 mg/dl with the adc freestyle libre sensor, compared to a reading of 40 mg/dl the built-in reader. The customer experienced symptoms of confusion, "unstable", and seizure. The caregiver treated the customer with 2 glucagon injections and called emergency services. A paramedic meter reading of 110 mg/dl was obtained post-glucagon treatment, and no further treatment was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was returned and seated properly in mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Linearity test was performed, and all results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high sensor reading of 100 mg/dl with the adc freestyle libre sensor, compared to a reading of 40 mg/dl the built-in reader. The customer experienced symptoms of confusion, "unstable", and seizure. The caregiver treated the customer with 2 glucagon injections and called emergency services. A paramedic meter reading of 110 mg/dl was obtained post-glucagon treatment, and no further treatment was given. There was no report of death or permanent injury associated with this event.